Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. The customer call ed back to perform a pump reset. The same malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to contact support if the malfunction reappeared, which they acknowledged and understood.